Event description:
Patient's daughter contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on receiver on (B)(6) 2015. Patient's daughter reset the receiver and it resolved the issue. Patient's daughter did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).